Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited artifact on the right ventricular (rv) pace/sense lead. Boston scientific technical services (ts) reviewed the electrogram (egm) and indicated the atrial pace (ap) was conducting to the ventricle and then the ventricular pace (vp) was coming in after. It was noted the qrs complex seemed to correlate to the ap. The device was programmed to pace and sense in only the atrium, and the electrogram (egm) indicated the ventricular was captured. A ventricular threshold test was performed in the clinic, and the patient experienced a syncopal episode. It was determined that a different physician had switched the ra and rv pace/sense leads in the device header. Subsequently, a revision procedure was performed. The ra and rv pace/sense leads were switched back to there appropriate ports in the device header. Testing was performed and both leads were pacing and capturing appropriately. This ICD system remains in service. No additional adverse patient effects were reported.